Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient may be having a possible stroke and needs an MRI performed. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.